Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) dialed into the station and confirmed that the device was not in disconnected mode or critical override. Then the tss reviewed the data synchronization logs, attempted to dial into the server through securelink, however, access was pending. Further the tss contacted the customer and confirmed that there were no issues with patient data or order flow. The customer confirmed that the issue had been resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple inpatient and outpatient units reported issues with patients and orders not populating in their pyxis machines.however, there were no delays or adverse events or injuries reported based on this event.